Event description:
The reporter contacted lifescan on behalf of the patient alleging that the pt's one touch ultra meter would not power on. The reporter explained that the patient's blood glucose levels had been fluctuating and they had been unsure of their blood glucose levels. The patient had replaced the battery due to the fluctuating results and the meter stopped powering on. The reporter was unable to indicate if the patient had been experiencing any symptoms during the time of testing. The patient had to be taken to the hospital, where they were treated with insulin, other medications, and intravenously for a coma. The customer care representative verified that the test strips were correct, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The patient did not allege harm. The meter. Test strips, and control solution were replaced.